Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that when using the bd safety-lok¿ blood collection & infusion set the user went to take off the vacutainer holder from the needle and had a hard time taking it off. When attempting to take it off, the holder broke and came apart from the needle. The co-worker was stuck with the needle inside the vacutainer holder. No serious injury or medical intervention.